Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means. In this state, the need for therapy could not be determined, if it were needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A clinical review was performed and it was determined that it is unknown if the device caused or contributed to the reported outcome. The ECG was unavailable, therefore, it is unknown if the patient was in a shockable rhythm at the time of the event.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means. In this state, the need for therapy could not be determined, if it were needed. The patient associated with the reported event did not survive.